Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a proximal type I endoleak and aneurysm growth of approximately 5mm. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.